Event description:
It was reported by service report that the scale was not working. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: footend left load cell.